Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was unable to be downloaded. The pump was powered on and it alarmed with an error code 1660 which is an issue with the processor on the circuit board. There were no issues with the display. The circuit board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had no display. There was no reported adverse event.